Event description:
The customer obtained non-reproducible, higher than expected quality control results on two vitros microslide assays tested on a vitros 5600 integrated system: vitros crbm: control l1: 8.99 ug/ml vs expected 4.5 ug/ml. Vitros phyt: control l1: 14.29 ug/ml vs expected 7.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc., complaint number (B)(4).

Manufacturer narrative:
The investigation determined that the non-reproducible, higher than expected quality control results were obtained on vitros crbm and phyt assays on a vitros 5600 integrated system. There was no evidence to suggest a malfunction of either vitros microslide reagents or vitros instrument involved. In addition, pre-analytical sample mix-up is a possible contributing factor, although this could not be confirmed. The assignable cause of this event is unknown.